Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a multiple hardware parts. The fse replaced the nozzle assembly, ise (ion selective electrode) buffer valves, ise tubing and roller pump tubing which resolved the issue. (B)(4).

Event description:
The customer reported the generation of multiple erroneous na and cl (sodium and chloride) results on their au680 chemistry analyzer. There was no report of an adverse event. The customer stated quality controls failed intermittently. The customer did not specify the number of patient samples have erroneous results.